Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this manufacturer report pertains to one of two devices used in the same procedure. Manufacturer report #3005099803-2016-01266 pertains to the first speedband superview super 7 device and manufacturer report #3005099803-2016-01259 pertains to the second speedband superview super 7 device. It was reported to boston scientific corporation that two speedband superview super 7 devices were used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the first band was successfully deployed onto the varix. However; the second and third band was intentionally deployed but missed the target site. The same issue occurred with the second speedband superview super 7 device. The procedure was completed with a third speedband superview super 7 device. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.